Event description:
It was reported, by the patient, that post a coronary stenting treatment procedure, the patient had a stroke. A 2.5x12mm express2 stent was placed in 2003. The patient reported that in 2005, she developed "a little stroke and right arm pain and was hospitalized for 5 days." She also reported that all tests were negative. Some time after that she developed chest pain and went to the ed. Per the patient, tests done in the ed "were still negative." She feels that the chest pain was related to "stress." Follow-up was done with the health care provider. The physician was unaware of ther patient's symptoms as there is no documentation with this information. In the opinion of the physician the patient symptoms are not related to the express2 stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties stated in the complaint could not be determined.